Event description:
Embolization of a spinal artery with onyx. It was reported that resistance was felt during onyx injection through the microcatheter. There was onyx release near the distal portion of the guide catheter. Upon withdrawal of the microcatheter, its distal segment separated and remained at the injection site in the patient.

Manufacturer narrative:
The proximal section of the catheter was returned for evaluation with approximately 5.8cm of the distal segment missing. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. Catheter separation